Event description:
It was reported by repair work order that the mattress had unknown fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the mattress had unknown fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental reported submitted to indicate that the customer was advised that the damaged covers and affected components should be replaced.